Event description:
While the rn was trying to remove the indwelling foley catheter, she felt resistance. She confirmed that the balloon was completely empty. The catheter was able to be removed with no harm/injury to the patient.